Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. The lead was initially placed without issue but needed to be repositioned due to poor measurements. Upon subsequent attempts at manipulating the helix it was no longer functional. No adverse patient effects were reported.